Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: unknown due to unknown date of event. Device manufacture date - unknown due to unknown lot number. (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. (B)(4).

Event description:
Per literature review: the article entitled; aspiration thrombectomy - assisted endovascular retrieval of an embolized angio-seal device causing claudication. The patient underwent a procedure to restore blood flow to the left calf after an obstruction was caused by previous procedure on woman's hand. The procedure was a success; the access site was closed with a 6fr angio-seal device. Seven days later the woman presents with left calf pain caused by lack of blood flow. The doctor opts to treat with medication. Seven days later, the patient underwent a CT scan that revealed occlusion of the popliteal artery and anterior tibial artery. The patient was treated with an angiogram and thrombectomy to remove the occlusion. Further investigation of the nature of the embolus showed it to be the angio-seal polymer anchor. Hemostasis of the procedure was achieved by manual compression. The procedure outcome was successful. The patient condition is unknown.